Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that while flushing the catheter the white winged connector disconnected. The winged connector was cleaned and reattached, it was identified that there was no connector locking sleeve in place on either lumen. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint for this lot number and issue to date. Investigation summary: one groshong dual lumen catheter with surecuff tissue ingrowth cuff was returned for evaluation. Visual inspection noted that the catheter connected to the white winged connector was bunched. No connector locking sleeve was present on either the red winged adaptor lumen or the white winged adaptor lumen. Therefore, based upon the reported and identified missing connector locking sleeves, the investigation is confirmed for misassembly. Disassembling the connector locking sleeve at the time of implantation would cause or contribute to the reported detached winged connector, therefore, the root cause of the reported issue is misassembly at time of implantation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h3, h6 (method 1, result 1, conclusion1). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while flushing the catheter the white winged connector disconnected. The winged connector was cleaned and reattached, it was identified that there was no connector locking sleeve in place on either lumen. The catheter was removed. There was no reported patient injury.